Manufacturer narrative:
It was found that a sample quality alarm accompanied another result from the same patient sample. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas pure e 402 analytical unit. On (B)(6) 2024, the initial troponin result was 13.1 ng/l. The result was questioned as it did not match the patient's previous results and clinical picture. The sample was repeated the next day and the result was 1671 ng/dl.